Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer had high blood glucose. Customer¿s blood glucose at time of incident 590 mg/dl and current blood glucose 539 mg/dl. Customer was admitted in emergency room as a result of high blood glucose. Customer also has dementia and parkinson because of this he often forgets to do the bolus to go with it. Customer blood glucose at last bolus was 473 mg/dl. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.